Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.5. Cloud - smartphone operating system: 17.5. Cloud - smartphone hardware: iphone14.3. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was seen by paramedics for blood glucose (bg) values over 250 mg/dl. Patient reported this was due to receiving memory corruption alarms with his omnipod system. No other information was provided as allegation was received on portal site. Follow-up is ongoing to gather the rest of the information. If new information becomes available, we will supplement the report.